Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no physical damage. Functional testing was performed but the reported issue could not be replicated or confirmed. The root cause could not be determined. No further action was taken. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported the disposable caused the device to exhibited a cassette disconnection alarm. The disposable was connected, but the alarm still sounded. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date unknown; h4: unknown.